Event description:
Doctor implanted 4 mmf screws in a male. Doctor did procedure to remove screws, two were in mandible and two were in maxilla. As the doctor attempted to remove one of the screws in the mandible it sheared off. Procedure was completed with no other complications. Doctor left broken portion in the patient.

Manufacturer narrative:
Screw has been returned and is being forwarded to the manufacturer for further evaluation.